Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the customer opened the package when placing the order and found that the catheter had creases in it. He tried to insert the catheter but it would not go in. He replaced it with a new catheter and was able to insert it successfully. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of kinks in the stylet is confirmed, but the root cause could not be determined. One 4 fr s/l groshong nxt clearvue catheter with its inlaid stylet was returned for evaluation. An initial visual observation of the returned catheter revealed no obvious use residues throughout the catheter. A kink was observed at the proximal end of the guidewire and at the 9 cm depth marker. A bend was observed in the catheter between the 52 cm and 53 cm depth marker. Because the catheter was returned opened, the cause of the kinks could not be determined from the returned catheter and stylet. An examination of the catheter structure revealed no potential damage/defect related to the manufacture of the product. Potential contributing factors include device manipulation prior to or during attempted use. This complaint will be recorded for future trending and monitoring purposes.